Manufacturer narrative:
Product analysis: observations: visually confirmed approximately ~4mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior or posterolateral fusion due to l5 high energy fracture. During the surgery, while inserting a screw at left s2 for l4/s2 fixation, the tip of screw driver broke because patient's bone was hard. Although a surgeon had tapped bone sufficiently. Product came in contact with the patient. No fragment of the device remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.